Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 545 mg/dl at the time of incident. Customer treated with insulin pump. The customer state that no delivery alarm occurred during basal/bolus/fixed prime customer also states the insulin exited. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No over or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device received without the original battery cap. Unable to verify damage to the original battery cap. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).